Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported low blood glucose. Customer stated was in the hospital for a gastric sleeve that is why her doctor adjusted the basal rates and customer feels that was the reason she had low blood glucose. Customer's blood glucose was 45 mg/dl and treated with 4 glucose tablets and after 3 hours she had low blood glucose and took 4 glucose tablets again. Customer was disconnected from the insulin pump for 2 hours and is now connected back to insulin pump. No further information provided.